Manufacturer narrative:
Manufacture information was unknown. Initial reporter phone number was not provided. Device manufacture date was unknown. The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and failed the rotations per minute (rpm) specification. Therefore, the reported condition of the device getting very hot could not be confirmed. However, the device running slow and had erratic speeds was duplicated and confirmed.  The assignable root cause was determined to be internal motor or electric control unit (ecu) failure due to immersion during cleaning.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to surgery the trauma recon system handpiece device was not functioning well and ran slow. The reporter further clarified that the device had erratic speeds and got very hot. The reporter indicated that a delay in surgery and spare device were not applicable to the event. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.